Event description:
I received a stryker trident artificial hip in 2006. It has dislocated 3 times and I am scheduled for revision surgery in 2008. Given the FDA warning letter made public 1/17/08, I though my case might be related to those circumstances.